Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump continued to receive a battery out limit alarm and date could not be changed. Customer's blood glucose was 400 mg/dl. Customer was not able to troubleshoot and clear alarm due to buttons not responding. Customer was advised that insulin pump would need to be replaced.